Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported as the surgeon was resecting a plasma transurethral resection of the prostate (turp), char was building up on the electrode tip. At one point during the procedure, the surgeon inadvertently made contact with the bladder wall with the electrode tip. This caused a burn which was not noticed at the time of the procedure. It was discovered in a follow up emergency visit. It is unknown which electrode tip was being used in the case. Though patient burn was reported there was no medical/surgical intervention or treatment was administered. There is no evidence that a life-threatening event occurred, that the patient developed permanent damage or impairment, and that additional medical/surgical intervention was done to prevent permanent damage or impairment. There is no evidence that the patient developed a permanent disability or permanent damage that caused substantial disruption in the state of heath of the patient, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: g2, h6 and h11. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction would likely be improper use of the affected device, faulty operation, and off-label use. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide corrections to the previously submitted report. Corrections: d1 (brand name). D2 (common device name). D3 and g1b: the facility that this was reported under was selected as a default because the device information was unknown. D4 (model number and UDI number). Correction to h2 of the supplemental report to remove "device evaluation" as device was not returned. Correction to h6 of the supplemental report to remove type of investigation codes "3331-analysis of production records", "4109 - historical data analysis" and replace "4114 - device not returned" with "4115-device discarded", since the product was discarded and model with lot/serial number was unknown; therefore, a device history record review could not be completed for this event. Investigation findings code "4248 - usage problem identified" was replaced with "3221 - no findings available". Due diligence was conducted and the customer was unable to provide the device information. Should additional information be received a follow up will be submitted.